Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The severely calcified right coronary artery was predilated. The physician attempted to stent the distal lesion first, but was unsuccessful. A second wire was introduced and the lesion was again predilated. The proximal lesion was stented at this time. The physician then went on to use a taxus liberte' 3.5x20mm drug eluting stent to treat the distal lesion. While tyring to pass the liberte' stent through the proximal stent, it became stuck. The physician was able to remove the stent and found that a strut was sticking out. The procedure was successfully completed with another taxus liberte' stent. No pt complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to a marketed us device.